Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
We have this item that had a piece of plastic at the tip of the IV cath. Response (B)(6) 2026: here are the answers to the questions. Can you please provide an exact date of event in format dd-mmm-yyyy? 21-01-2026 was there a delay of, or change in, the course of treatment due to the event? No. The item was wasted and a new IV cath used.

Event description:
No new information.

Manufacturer narrative:
The complaint of unintended material was confirmed; however, the source and composition of the material could not be determined due to the sample condition. One empty unit package for a 20g nexiva device was received with what appeared to be a sliver of plastic taped to a plastic bag. The IV catheter was not provided for investigation. An analysis of the returned material was performed to determine the material composition, but the results were inconclusive. It could not be verified that the material was included in the sealed unit package for the 20g nexiva device; however, since the returned sample supports that description of the reported event, the complaint was confirmed. There were no other similar complaints from the implicated lot. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no related issues with the manufacturing process. Complaints received for this device and reported condition will continue to be tracked and trended as part of ongoing efforts to identify potential manufacturing related issues. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.